Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported their charger has been acting since maybe two months ago. Pt stated they had met with mdt lauren about 2-3 weeks ago to recalibrate the neurostimulator (ins) and everything was great. Pt said they told rep about the issue they were having lauren advised pt to contact pats to ask for a replacement. Pt described issue as the "tens unit' stimulation does not turn off in certain areas of their leg. Pt said it was a much higher level but if they try to turn it down it does not turn off and they continue to get stimulation in the left part of their leg/knee. Pt stated they never had problems with this area. Pt said the only time it stops is if they take the battery out of the controller (ptm) but when they replace the battery it starts back up in the same area. Pt commented "it's not like it hurts or anything like that, but it does it all the time in it's own pattern/cycle where it "keeps going" no matter if it's on/off. Pt it will come back on 20 minutes later. Pt claimed the ptm buttons were working properly adding they can raise/lo wer intensity fine. Pt said it was "just weird", where is happened on occasion when they first got ins scs (2019) where they were playing with it trying to find the right numbers for the tens to do what it was supposed to do and they would have it in weird places, pss understood the pt was referring to simulation. Pt said they learned about it and everything has been great until this one thing where it won't shut off. Pt said they will turn the ins off when going to bed and it does it all night long. Pss confirmed pt is able to turn ins off with on/off button on ptm. After consulting with repair, pss advised pt to monitor ins battery level to see if battery continues to drain after ins is turned off. Pt provided current battery levels: ptm 80% ins 50%. Pt said they were unable to feel anything after turning ins off during call adding they had the therapy set to where they shouldn't feel the tens other than "a little tinkle in the left knee which meant it was probably going into one of those modes.". Pt then said they were not really felling anything at all. Pt said they recharge the ins every morning unless the ins is 60-70% adding they charge 5 out of 7 days of the week. Pt said they have been experimenting with the additional therapy they are getting but they usually turn the ins intensity down when they go to bed. Pt said they are set so they do not feel stimulation any where in their body but they do continue to feel it in their left knee. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported the cause of the feeling stimulation when the ins was off is unknown. No steps were taken other than the pt was told to contact their hcp. The issue has not been resolved. Patient weight was reported.